Event description:
It was reported that during device change out for normal eri, externalized conductors were observed via diagnostic imaging. No electrical anomalies were detected. Patient was asymptomatic. Lead was capped and replaced with no adverse outcome.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.